Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013, the patient had been admitted to the hospital with vomiting and nausea after not taking insulin for 1.5 days prior. The reporter was unable to provide blood glucose (bg) values. The patient was reportedly admitted to the ICU and was placed on an insulin drip, and at the time of the call to animas the patient was reportedly off the insulin drip and on insulin injections. The patient reportedly came off the pump on (B)(6) 2013 due to a cracked battery compartment and cracked battery cap. The patient had reportedly seen her endocrinologist on (B)(6) 2013 and was instructed to come off the pump and go on injections due to the damage to the pump casing. The patient had reportedly been on injections per her doctor¿s advice since (B)(6) 2013, but for unknown reasons did not take insulin for 1.5 days prior to the hospital admission. The battery cap had reportedly been replaced within the past four to six months. Additional details regarding the hospitalization or the pump damage could not be provided at the time of the initial contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed that the last basal delivery occurred on (B)(6) 2013 and the last bolus delivery occurred on (B)(6) 2013. A review of the total daily dose history indicated insulin delivery totals correctly reflected programmed values. There were no alarms related to the complaint found in the alarm history. Visual inspection revealed a battery compartment crack near the battery compartment threads. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete testing. The pump was exercised for (B)(4) with no delivery issues. No alarms occurred during testing. Unrelated to the complaint, investigation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.